Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event of a nodule appearing on the lower back (at hip height, external area) on an unspecified date. The nodule was described as 4 or 5 cm in diameter, red, inflamed, and hot. The patient was treated with a prescribed antibiotic ointment (mupirocin) to be applied three times a day, along with ibuprofen. The patient reported improvement, noting that the size and redness of the nodule had decreased, and pain was also reduced. No further information was available.